Event description:
A distributor reported that a pt reported that she experienced right eye corneal opacity associated with wear of plano freshlook colorblends contact lenses and use of natural express lens care solution. She is waiting for a corneal transplant to be scheduled. Request has been made for add'l info; however, no further details have been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as central corneal opacity". As there was no product returned or lot info provided, no detailed investigation can be performed.